Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Hemorrhoidectomy. "Working on a hemorrhoid on a patient that was (B)(6) pound, rolled patient over to expose hemorrhoid with a lot of pushing and pulling, and plastic piece of the device came loose towards the distal end of the jaws. There was no component separation, and they snapped the piece back on. After using, it was reported the device would seal, but would not cut. The blade would not work. They used a new device to complete procedure." Type of intervention: no medical surgical intervention needed. Patient status: fine.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The device was returned with the blade in the extended position and there was blood/eschar build up noted on the jaws and around the blade. Component separation also noted on the static handle. During functional testing, engineering was able to replicate the customer's experience. The root cause of the customer's experience is due to excessive force applied during procedure. This can cause the handles to separate and can dislodge the blade lever from the blade. Applied medical is currently implementing appropriate corrective actions within a corrective and preventative action (CAPA) to mitigate this type of event.